Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issue.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 799.5 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that the patient was having their pump replaced due to normal and expected elective replacement indicator (eri) and upon interrogating the pump the representative saw an alert that the pump had been stopped for 289 hours and also an alert for a motor stall. The pump had been beeping every ten minutes. No patient symptoms were reported. No further complications were reported.